Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 499 mg/dl. Customer experienced symptoms such as nauseous, difficulty breathing, felt very weak and tired, abdominal pain. The customer other blood glucose level was 290 mg/dl, 440 mg/dl, 290 mg/dl, 216 mg/dl, 319 mg/dl, 302 mg/dl, 329 mg/dl, 303 mg/dl, 484 mg/dl, 477 mg/dl, 388 mg/dl, 352 mg/dl and 362 mg/dl. The customer was treated with intravenous insulin, gave saline. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported insulin exited at the quick release. Troubleshooting was performed. The insulin pump will not be returned for analysis.